Event description:
During a ptca procedure the maverick2 monorail balloon ruptured below nominal pressure on the initial inflation. The lesion being treated was heavily calcified lesion in the pda. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported.